Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve (f155670), the valve was partially released and dove ventricular. In an attempt to pull the valve up, the valve was pulled into the ascending aorta. The wire was moved out of the ventricle. The wire was re-crossed, and went through the non-coronary cusp (ncc) leaflet, however this was not immediately known. A snare was used to hold the first valve in place. A second transcatheter valve (f155505) was advanced through the first valve and deployment was attempted. The valve would not open. The valve was recaptured and re-deployed, however would not open. The valve was withdrawn. A third transcatheter valve (f155069) was opened and loaded. At this time, the patient crashed. Cardiopulmonary resuscitation (CPR) was administered. The procedure was converted, and upon opening up the patient to placed her on a pump, the hole in the ncc leaflet was noticed. This explained why "it would not open". The valve was explanted and replaced with a non-medtronic surgical aortic valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: a medical safety assessment was completed. It was determined that, based on the information provided, it is likely that the primary event of valve dislodgement was likely related to the valve as it was reported that the valve dove ventricular upon release. Due to the leaflet perforation, caused by a non-medtronic guidewire, the second and third attempts to deploy a valve were unsuccessful as the valve could not fully expand. Information indicated that the tear in the aorta that occurred when the valve was repositioned with a snare lead to cardiac arrest. Ultimately the valve was explanted. No further safety assessment required, and no further action is needed as this complaint did not identify any unexpected serious adverse events. Vascular complications are a known potential adverse patient effect per the device instructions for use (IFU), and are typically related to patient factors (anatomy, comorbidities, etc.), and/ or procedural effects (sheath used, user technique, puncture cut location, etc.). Based on the limited information available and without procedural images for review, a conclusive root cause of the vascular complication cannot be determined. There was no information to suggest that a device malfunction or a failure to meet manufacturing specifications was related to these events. Updated: h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated d10. Section d information references the main component of the system. Another relevant devices is a second delivery catheter system (dcs) with product ID d-evolutfx-2329; serial/lot (B)(6); use by date 2024.10.26; UDI (B)(4). Updated h6: method code b17 no longer applies to the two concomitant products. B18 now applies to the two concomitant products. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that during the valve implant, the physician lost the guidewire out of the ventricle. As the physician attempted to cross the annulus with the second valve, the delivery catheter system (dcs) pierced the non-coronary cusp (ncc) leaflet as well. Per the physician, this was the reason for the valve not expanding. The patient anatomy may have been torn when pulling the first valve up causing the patient to crash. The patient was sent to hospice care. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: d-evolutfx-2329, serial/lot #:, ubd:, UDI#:; (B)(4), serial/lot #:, ubd:, UDI#: updated data: h6 - patient code e2401 applies to the two concomitant products method code b17 applies to the two concomitant products additional codes: img component code g07001 applies to the two concomitant products. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which reported that guidewire that pierced the native non-coronary cusp (ncc) was not a medtronic wire. Confirmation was received which reported that portion of the patient anatomy that tore while pulling the first valve up was the ascending aorta. It was confirmed that the valve was deployed in the area where the hole in the non-coronary cusp (ncc) leaflet was observed, however this valve ultimately ended up being explanted and replaced with a non-medtronic surgical aortic valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID d-evolutfx-2329 serial/lot (B)(6) use by date 2024.10.26 UDI (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.